Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
T was reported that on (B)(6) 2025, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, a pre-implantation balloon-aortic valvuloplasty was performed and the same wire was used for valve implant procedure but, pacing was not facilitated via the same wire. The delivery system was rotated as one retainer tab was stuck and the valve was successfully implanted at a depth of ~8mm. After externalizing the delivery system outside of the patient it got stuck on the non-abbott safari wire. They were not able to remove the delivery system off the wire and had to use scissors to snap the wire such that the delivery system could be removed, that happened external to the patient. Post procedure, the patient went into left bundle branch block (lbbb) and was being monitored. The patient was reported stable. The patient reported discharged without a pacemaker.

Event description:
N/a

Manufacturer narrative:
An event of a separation problem (difficult or delayed separation) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the available information, the root cause of the reported event could not be conclusively determined. It is possible due to procedural conditions (tension on device, incorrect rotation direction on the wheel) may have contribute to the reported issue; however, this cannot be confirmed. The patient effects of heart block could not be determined. It is possible due to patient/procedural conditions; however, this cannot be determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.